Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Upon checking the logfiles, fse found that there was no response at all from fu(s), the fru kv and ma control test was failed. Fse confirmed that the kv-ma control unit was defective. To resolve the issue, fse replaced the kv-ma control unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.